Event description:
It was reported that after a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, the nursing staff inspected the fenestrated bipolar forceps instrument and noticed the cable joint located on the distal end of the instrument had a burnt spot. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was identified. The issue was identified by the nursing team at the end of the procedure. It is unclear whether the instrument collided with an energy instrument during the procedure. No arcing was observed during the procedure, and the surgical task being performed was a prostatectomy. During the procedure, the mcs and prograsp instruments were in use, but the surgeon was unaware of origin of arcing, potentially through the energy output of mcs.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. An image associated with this reported event was reviewed and was consistent with the reported thermal damage on the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.